Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and found that sample probe was bent. The fse determined the cause of the erroneous results was due to the bent sample probe. The fse replaced the probe to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining erroneously low patient results for glucose (glu), sodium (na), potassium (k), and chloride (cl) analytes on their dxc700au analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, the exact number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.